Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 2/2/2024, it was reported by a sales representative via email that (2) ar-2324kbcct swivelock anchors were pulled out of the bone when attempting to tension the knotless mechanism in a medial row for a double pulley ripstop with rotator cuff repair. The anchors were removed and no pieces broke inside the patient. The case was completed with no further information provided. This was discovered during a rotator cuff repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.